Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports that a diabetic patient generated a cell-dyn emerald hemoglobin result of 5.0 g/dl and subsequently taken to the emergency department (ed) via ambulance. Quality control samples were within specifications. A second sample taken in the ed generated a hemoglobin result of 11.0 g/dl. The patient received no treatment based on the initial low hemoglobin result. The following morning during start-up, the customer reported that controls for rbc, platelets, mchc and mch parameters were out of specification low. There is no further impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.

Manufacturer narrative:
No returns were made available for this evaluation. No patient information was made known by the customer to aid in this evaluation. The customer performed system clean, bleach clean and decontamination procedures along with a reagent change as part of the trouble shooting to resolve this issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn emerald system operation manual provides information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.